Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to faulty motor. The pump was unable to verify motor encoder position error alarms due to motor error alarms. The motor was tested outside the device and passed. The pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated with glucose tablet and a bowl of cereal. The customer stated that there was a motor position encoder error in the alarm history. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.